Manufacturer narrative:
Remains implanted

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 2 year follow-up CT performed showed the presence of a potential type ia endoleak and a complete occlusion of the right iliac limb stent graft due to the iliac limb stent graft being positioned higher than the other iliac limb in the presence of aortic angulation. A re-intervention was performed to place a balloon expandable stent at the level of the sealing rings which did not resolve the potential type ia endoleak. The right iliac limb was re-canalized followed by the placement of two additional iliac limb stent grafts bilaterally successfully resolving the limb occlusion. Another re-intervention is planned for a later date to treat the type ia endoleak with coil embolization. As of the date of this report, there have been no additional patient sequelae reported.